Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of peritonitis and fatal cardiovascular arrest in a patient coincident with dianeal pd2 2.5% therapy for automated peritoneal dialysis (apd). Dianeal therapy was ongoing until the time of death. On (B)(6) 2012, the patient experienced peritonitis manifest by cloudy dialysate. On (B)(6) 2012, the patient was hospitalized for the event. On an unreported date, the patient was treated with gentamycin and unasyn (coded as ampicillin and sulbactam). The cause of the peritonitis was not reported. It was unknown if the patient recovered from the peritonitis. On an unreported date the patient also experienced hypotension. On (B)(6) 2012, the patient died due to two episodes of cardiac arrest. It was not reported if an autopsy was performed. An opinion of causality was not reported for the event of peritonitis and hypotension. Per the nurse, the event of the fatal cardiovascular arrest was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.